Event description:
The customer reported "the tubing was leaking from underneath the port". There was no pt harm medical intervention. Although requested, no further pt or event info provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the set be returned for eval.